Event description:
A review of the patient's programming history indicated that a faulted diagnostics test was performed on (B)(6) 2009. Upon interrogation at the next visit, it was noted that the patient's settings were changed. The settings were adjusted at the next visit.

Manufacturer narrative:
Analysis of programming history.